Manufacturer narrative:
The reported complaint of lack of communication and premature battery depletion were not confirmed. The device was received from the field with the battery voltage having reached end of life (eol) but the device was able to be interrogated. A review of the session records showed there were eight transmissions which depleted the battery to the eol level. When the battery is at this level some telemetry functions are disabled to save battery life. A longevity calculation was performed based on the available programmed parameters and usage information and the device met its expected longevity requirements with normal battery depletion.

Event description:
During follow-up, the device was unable to be interrogated. The device was explanted and replace to resolve the event and the patient was in stable.